Event description:
The pt reported the infusion device makes noise during operation. She stated that on (B) (6) 2010 she began to feel ill and she vomited after lunch at 2:00 pm. Her blood glucose measured 1.9 mmol/l (34 mg/dl). She was taken by ambulance to the hospital. She stated that she had not given herself a bolus. Her normal blood glucose range is 4.5-10 mmol/l (81-180 mg/dl). No further info is available. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.